Event description:
During npwt utilizing a renasys go, it was unable to charge the battery and the device continued to generate the battery low alarm. The pump was exchanged to continue the treatment. No delay was reported. There was no patient harm.

Manufacturer narrative:
[(B)(4)].